Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the workstation cpu, the x-ray controller, and hard drive. Replaced the cpu with a single board computer, the x-ray controller (gib) pcb and the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will intermittently not boot up. There was no report of pt injury.